Event description:
The customer reports that the ventilator will not cycle while connected to a patient. There was no patient injury. The customer reports that no alarms were activated. The ventilator was equipped with a concha humidifier and a 965 air mixer. The biomed cannot duplicate the problem. The ventilator will be sent to 3rd party service group for a long term investigation.